Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (68 mg/dl) the customer consumed carbohydrates to stabilize bg level. Reportedly, the health care provider requested that carb ratio and basal rate be adjusted. The customer was able to adjust carb ratio and basal rate settings.